Manufacturer narrative:
Initial reporter is a synthes sales consultant the device was received, the investigation. Could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the surgeon felt the cage was too compromised to use because the zero profile variable angle (va) plate was not secure to cage. The procedure was successfully completed by opening a new cage but with a surgical delay of five (5) minutes. There was no patient consequence. Concomitant device reported: zero profile variable angle cage (part peek 8, lot l54638, quantity 1). This report is for a zero-p va implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 04.647.128s. Lot: 2l72095. Manufacturing site: mezzovico. Release to warehouse date: 20. Dec. 2018 expiry date: 01. Dec. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: 05/27/2019: updated event description: it was reported that on (B)(6) 2019, during an unknown procedure, the surgeon felt the cage was too compromised to use because the zero profile variable angle (va) plate was not secure to cage. The procedure was successfully completed by opening a new cage but with a surgical delay of 5 minutes. There was no patient consequence. Concomitant device reported: unk - cage/plate: zero-p va (part # unknown, lot # l546388, quantity # 1). This complaint involves one (1) device. Investigation flow: visual. Visual inspection: zero-p va implant 8mm height lordotic-sterile was received at cq. Upon visual inspection, it is noticed that the plate assembly is loose. The va plate is loose with the cage. Thus, the reported complaint condition is confirmed. Dimensional inspection: dimensional inspection is not required for the reported complaint condition. Document/ specification review: no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.